Event description:
On (B)(6) 2011, a vns treating physician's clinic notes were received by the manufacturer's case management. Upon review of the clinic notes date (B)(6), 2011, it was noticed that the vns patient was experiencing a generalized tonic-clonic seizure one or two weeks prior and over the last few weeks she has noticed some changes in her mood and some pressure in her ears as well. The vns battery appeared to be working well and system diagnostics revealed no problems. The physician reports that in the past, the patient was unable to tolerate stimulation intensity of 2.5ma or higher because they have resulted in ear symptoms. The patient has been doing quite well and has been seizure free for at least six months before the generalized tonic-clonic seizure recently. The physician said if she continues to have seizures, he will either adjust her vns settings or add a second medication. The patient went for battery replacement surgery on (B)(6), 2011 for unknown reasons. It is likely that it was due to clinical eos, however that has not been confirmed by the physician. The explanted generator was returned to the manufacturer for product analysis on (B)(6) 2011, and it has not yet been completed. Good faith attempts for further information from the physician have been to no avail thus far. When additional information is received, it will be reported.